Event description:
Reportedly, when the specimen was inside the bag, the surgeon pulled the string and the bag ripped. Surgeon had to use an instrument to pull the bag and speciment out. No injury. Procedure: lap chole.